Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. During deployment, the distal disc deployed in a "tire-shaped" formation and would not flatten. The device was exchanged for another 25mm amplatzer pfo occluder (lot number: 6868317) and the procedure was completed with no further issues. No patient consequences were reported.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. During deployment, the distal disc deployed in a "tire-shaped" formation and would not flatten. The device was exchanged for another 25mm amplatzer pfo occluder (lot number: 6868317) and the procedure was completed with no further issues. No patient consequences were reported.